Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number of catgut g123t? What was the name of the procedure? What was the date the initial procedure? What tissue was the suture used on? How was the suture placed (interrupted or continuous)? Was there any patient event prior to the second procedure (fall, exercise, etc)? What was the post op date of the second procedure? Can you describe the appearance of the suture during the second procedure? Where on the suture line was it found broken (middle, end, knot)? Can you provide the patient age, gender, weight, prior medical history? What is the status of suture sample of g123t for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent unknown procedure on unknown date in 2018 and suture was used. Post operatively, on unknown date the patient underwent a second procedure. The suture was noted to be broken during the second procedure. A different suture was used to close the patient. Additional information was requested.